Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged and the drive support cap was sticking out. It was reported that their blood glucose level was 176.4mg/dl. It was reported that the pump would be replaced and returned for analysis.